Event description:
Pt had a silastic implant to both great toes approx 13 yrs ago. The right implant became painful over the last yr and therefore, the implant was removed. Note: med ctr did not have records of the implant admission. The implant was implanted at another facility. Therefore, the MFR, lot number, catalog number, and serial number are unknown.